Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of approximately 30mg/dl; cause was unknown. Fast acting carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. The pump was able to charge successfully while plugged into an alternate usb cable and alternate wall adapter. Replacement cable and wall adapter were sent to the customer.